Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received inappropriate therapy due to atrial oversensing on the right ventricular (rv) lead. The rv lead had evidence of loc (loss of capture) and oversensing and appears to have been displaced. The patient was hospitalized as a result. The rv lead remains in use, and a lead revision is planned. No further patient complications have been reported as a result of this event.